Event description:
It was reported that during the procedure, the needles retracted, but the needle sheath did not. No pt injuries were reported and he recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.